Event description:
Approx 2 mins into pt hemodialysis treatment a leak was seen in the main tubing which joins the pump segment connector, on the post pump side. The bloodline and dialyzer were discarded resulting in estimated blood loss of 49cc. A new bloodline and dialyzer were set up and treatment continued with no further problem. No med intervention was required and not pt injury is reported.